Manufacturer narrative:
Findings: inspected 2 opened/used enlite sensors and found sensor 1 of 2 sensors electrode broken missing broken part. Remaining sensor found as a whole. See attached file for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that the transmitter did not flash when connected to the sensor. Customer's blood glucose reading at the time of the incident was not included in the report. Customer reported that upon removal of the sensor they noticed that the electrode was found to be shorter than normal. Customer is concerned that the electrode is still inside the body. Product is expected to return.